Event description:
A malfunction alarm was reported with the display code malf 16. There was no adverse impact to the customer's blood glucose level. The customer planned to use mdi as a backup therapy, and tandem technical support arranged for the pump to be replaced. The customer was instructed on putting the pump into storage mode and returning it with a pre-paid label, which they understood and acknowledged.